Event description:
On 08/27/2009, the patient stated, "I was doing a lot better with syringes four times per day." Patient reported that he sometimes sees air bubbles in the infusion tubing where the tubing connects to the infusion adapter at the luer lock. He stated he is unsure if the high blood glucose is caused by a bad infusion site or from air bubbles in the infusion tubing. Patient reported that "sometimes my sugar shoots up points." He stated that he had experienced blood glucose of 350 and 450 mg/dl. He stated that this was not consistent with what he had eaten. Patient would not be contacted by trainer and request for additional training was submitted. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was returned.

Manufacturer narrative:
No product will be returned for evaluation.